Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information received november 17, 2015. The product associated with batch 3b01552 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No further event information available. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The nurse dressed the ulcer with mesalt and duoderm dressings and then applied paste. The benefits of a shallower convexity with the sur-fit natura durahesive wafer and convex insert were discussed. The nurse advised trying a flat water without insert first and then adding the convex insert as needed. Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Event description:
It is reported by the registered nurse that the end-user developed a 2.3 cm x 1.5 cm x 0.9 cm peristomal ulcer located under the mass at the 11 o'clock position.